Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. The best estimate date is between nov 30, 2023 and dec 15, 2023. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3 - other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581 is to capture device decentered or dislocated or tilted subluxated or wrong position. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one week after the preloaded multifocal intraocular lens (iol) was implanted into the patient¿s eye, the patient¿s near vision was good, but distance vision or overall vision was a bit blurry. The surgeon noted that the lens looked like it was not centered on the pupil, such that the first ring was visible. The patient will be seen again for follow-up on (B)(6) 2023, and the second eye cataract surgery may be delayed. Through follow-up with the sales representative, it was learned that the patient was seen by the surgeon on (B)(6) 2023, and the surgeon reported that things were a lot better with the patient. The patient was now seeing well, is happy with the results, and wants to move forward with the second eye cataract surgery. The sale representative reported that the surgeon did not mention the position of the lens again, just that everything was better. The lens was not repositioned. No medical or surgical intervention was required. The lens remains implanted.